Event description:
It was reported that patient had hypoglycemia (70 mg/dl) event on (B)(6) 2026 and was treated with carbohydrate intake.

Manufacturer narrative:
E1: patient country: japan name: (B)(6) based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.